Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection showed that the teeth were damaged, and one band was both damaged and overlapped. The handle also showed evidence that the trip wire had been secured to the post. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the marks on the ligator housing teeth suggest that the device may have been used with excessive force or inserted improperly, which caused damage to the teeth and affected the handle's ability to deploy the bands. This damage could also be due to the physician's technique during insertion, which may have impacted both the teeth and the handle's functionality. Additionally, one band was found damaged and overlapped, possibly due to the way the device was handled, the technique used to deploy the bands, or the tortuosity during the procedure. It is also possible that the movement during the procedure caused the suture to be misplaced, preventing proper band deployment and leading to overlap. Furthermore, an attempt to release the band from the suture may have been affected by the damaged teeth, contributing to the deployment failure. Overall, the damage to the teeth and the band overlap prevented successful band deployment. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.